Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversening, inappropriate therapy, as well as an increase in atrial pacing thresholds and impedance. The physician elected to explant the system.